Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product ethisorb caused and/or contributed to the adverse events described in the article? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used?

Event description:
It was reported in a journal article that the patient underwent an orbital floor fracture reconstruction procedure on an unknown date and a patch was used. The patient possibly experienced postoperative diplopia and/or enophthalmos. The patient possibly had a large orbital floor defect and the patch was used. The reconstructed floor was not stable enough to support the orbital content. The patient required a revision surgery using cranial bone graft to reconstruct the floor. The patient possibly had an orbital floor fracture associated with a fracture of the medial wall. The patch did not cover the whole floor defect, and there was residual herniation of orbital content posterior to the mesh. Insufficient bony support around the patch caused a gradual displacement of the patch into the maxillary sinus, and this, together with the untreated medial wall fracture, resulted in persistent enophthalmos postoperatively. The patient possibly underwent a revision surgery to address both the orbital floor and the medial wall defects. Additional information has been requested.